Event description:
In 2005, the lay user/patient contacted lifescan (lfs) alleging the one touch sure step meter was missing segments from the display. The medical affairs specialist contacted the patient to obtain/verify information; however, was unable to reach the patient by telephone. The pt reported that in the previous day, he experienced symptoms of feeling his face was flushed, and attempted to test his blood glucose levels. At this time he noted there were segments missing from characters on the display on the reported meter. The patient did not state a result. Emergency services was called, and the patient's blood glucose level tested by the paramedics was 425 mg/dl. The paramedics treated the pt with insulin. It would have been helpful to determine who contacted the emergency services, the time difference between the patient's attempt to use the meter and the glucose level obtained by the paramedics, the patient's usual glucose levels, the patient's medication regimen, and if the patient had a back up meter. The meter was replaced. This incident is being reported as an adverse event due to the patient experienced symptoms of hyperglycemia, was unable to test his blood glucose level because of missing segments on the display which may have delayed his treatment. He required emergency services treatment with insulin.